Event description:
A family member reported that the pt was found dead with evidence of the pt's attempt to consume oral carbohydrates. The cause of death was reported to be hypoglycemia. The family member reported that the most current record in the pt's blood glucose log was 500 mg/dl and that the pump history showed a subsequent 10 unit bolus of insulin. The family member believes that the pt miscalculated his insulin-on-board and over-corrected the blood glucose elevation. Since the pt's death, the pump continues to be used by the family member (who is also an animas pt) with no reports of malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.